Event description:
The balloon of a bard foley catheter only half-deflated when saline aspirated by 10 cc syringe prior to removal. Apparently, some matter in the fluid path obstructed the flow of saline out of the balloon. The pt experienced trauma and bleeding upon foley removal.